Event description:
Patient reported "rupture" and "exchange". This record is for the right side. Device was explanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, g2, h6.

Event description:
Patient reported "rupture" and "exchange". Later healthcare professional reported "rupture". Later healthcare professional reported "malpositioned". Patient underwent capsulorrhaphies. This record is for the right side. Device was explanted.